Event description:
Additional information received noting the event was in the right eye, the device remains implanted, and the inflammation with black deposits persists.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of other-medical and uveitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product information, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient had a xen®45 gts implanted in the right eye and presented with chronic episcleritis involving the sclera and conjunctiva and black deposit on sclero. Treatment was noted as inveltys, latanoprost, prednisolone and combigan and the event has not resolved.